Event description:
It was reported that during the humeral preparation using the intact inhance instrumentation surgeon advanced the humeral drive shaft and switched to power on ream setting to prep the humerus. The reamer would not rotate which resulted in a bending of the humeral drive shaft. The humeral reamer became stuck in the humeral handle also. Surgeon then switched to the normal inhance technique and completed the procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection revealed the device body bent. Device had signs of usage and no additional damage was identified on the evidence provided. The observed condition could be consistent with exposure to unintended forces, such as off-axis assembly, prying motion and heavy usage. As per inhance intact¿ tissue sparing surgical technique / anatomic stemless approach, pages 43 and 44, the following precautions need to be followed: "use the driver handle to manually navigate the humeral drive shaft through the drill cannula and into the joint. The humeral reamer distal cutting surface should be slightly off bone for optimal shaft alignment. Push up on the humeral drive shaft, with slight side to side twisting motion to engage hex features and connect to the cannulated humeral reamer. An audible click will be noticed once connected, along with no further advancement. Rotate and pull the humeral drive shaft by hand to confirm proper connection with the reamer. Remove the driver handle and connect the humeral drive shaft to power. With the reamer in forward rotation, start at a low speed prior to contacting the bone. Pull back lightly with the humeral drive shaft power tool and push down on the humeral handle in line with the humeral guide to ream the humerus". Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the intact humeral drive shaft would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.